Event description:
It was reported that the patients leads had high impedances. The patient underwent a lead explant procedure. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred 3 years ago, when the devices were explanted. Explant date: 3 years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: (B)(4).